Event description:
Boston scientific received information that this right ventricular lead and device displayed a high out of range shock impedance measurement. The patient has been hospitalized for further monitoring. No adverse patient effects were reported.

Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event will be updated.